Manufacturer narrative:
The reported product involved with this event was returned for evaluation and the reported failure of product packaging compromised was confirmed. The product was evaluated by the product packaging engineer who concluded that it is likely that this damage occurred during the distribution (including handling) or storage of the product. The handling may have been more aggressive than expected or an unexpected event occurred. The device has been packaged correctly in its qualified configuration.

Event description:
It was reported that there was a pin hole in the packaging. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that there was a pin hole in the packaging. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.